Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the locking mechanism is seized. Previous investigations found the root cause is attributed to user error. It is suspected to be related to inadvertently over tightening or over loosening the hex nut component. A design change of the locking mechanism was implemented on (B)(4) 2014 via co 103081571 to help alleviate with this type of complaint. The complaint sample was manufactured prior to the changes. No further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the case the 45mm reclaim neck trial became jammed. I have not been able to release the shuttle and fear it may be cross threaded.